Manufacturer narrative:
Updated fields: d8, g3, h2, h3, h6, and h10. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, another issue was identified; cable flooding a device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): endoscopic image disappearance and freezing warning please strictly observe the following items. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not secure the camera cable using a pean or similar object. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the screen was generally dark. The problem was found during an unspecified therapeutic procedure. The issue was resolved by replacing the camera head. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus repair facility for evaluation. The repair center conducted a visual inspection, and a functional inspection and the customer's allegation was not confirmed. The device evaluation found no reportable findings. Based on the results of the investigation, a probable root cause cannot be identified. The cause of the damage could not be identified by the information obtained from this complaint. A device history review revealed no issues that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in conformity within the specification. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the screen was generally dark. The problem was found during an unspecified therapeutic procedure. The issue was resolved by replacing the camera head. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus. A follow-up is in progress to obtain additional information regarding the event. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the screen was generally dark. The issue was resolved by replacing the camera head. There were no reports of patient harm associated with the event.